Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the pod was leaking while worn on the patient's arm for between 37 and 48 hours. When the pod was removed, the patient noticed the cannula broke off from the pod and remained inside the skin. No medical assistance was required. The pod was discarded.